Event description:
It was reported that "customer noticed the pressure waveform was not shown on the monitor, so when she went to the medical ward to check, and found that the connection between 16 cm long vamp plus tubing and 15 cm long tubing was detached. Blood flow back was also noted and the blood leaked to the floor, leaving 5cm sized blood mark. The patient had not moved his/her body, so the line was not pulled. Although there was a blood flow back, there was no hemodynamic change. No patient complications reported. Another vamp kit was used and the problem was solved."

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one vamp plus kit for examination. Dry blood was visible inside of the pressure tubing and z-site. The pressure tubing was detached from the solvent bond joint with the z-site. Indications of bonding solvent were visible throughout both the tubing and z-site tube housing bonding areas. The outer and inner diameters of the tubing were measured near the point of detachment and found be within the allowable specification. It appeared that the tubing had been properly bonded. Both tubing outer diameter and z-site tube housing inner diameter were within specifications. The complaint was confirmed; however, there was no evidence of a manufacturing non-conformance found during the evaluation. It could not be determined if device handling may have contributed to the event. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.